Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Hospital telephone not available for reporting. Subject device has been received and is currently in the evaluation process. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 17. Nov. 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown procedure on (B)(6) 2017, surgeon encountered a problem with the connection between the screwdriver and the screw. Closer review of the devices revealed the screwdriver was fine and the issue was with the 2.7mm variable angle locking compression plate (va-lcp) lateral distal fibula plate and the two (2) cancellous screws. The screws would not lock into the plate. It was determined the plate is bent and the two (2) screws were cross threaded. Surgery was completed successfully with no delay and no harm to patient. Concomitant device reported: screwdriver (part number unknown, lot number unknown, quantity 1). This report is for one (1) 2.7mm cortex screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional device product code: hrs. A product investigation was performed. Following parts were received for investigation. Cortscr ø2.7 self-tap l10 sst (part # 202.870, lot # l199338, quantity 1), va-lcp lat dist fibula pl 2.7 r 6ho l118 (part # 02.118.406, lot # 7527668, quantity 1), unknown screw (part # unknown, lot # unknown, quantity 1). Part # 202.870: our investigation has shown that the screw is in a used condition. Furthermore, the screw recess is damaged. The manufacturing review for screw does show that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. We assume that damage at the screw-recess was caused by a mechanical overload situation during use. Because of the damage the complaint relevant dimensions cannot be checked for dimensional accuracy. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.